Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-occluded, concentric, de novo target lesion contained >45 and <90 degree bend and was located on the mildly tortuous and mildly calcified mid right coronary artery (rca). A non-bsc guidewire was advanced to cross the lesion. A 16 x 4.00 promus premier¿ drug eluting stent was advanced and deployed to treat the lesion. Post stent implantation, the physician noted that the proximal stent edge has accordioned. The procedure was completed by implanting a different stent overlapped with the accordioned stent. No patient complications were reported and the patient's status was stable.